Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the iesu to resolve the issue with error faults. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have errors c-34 on start and when using mono coag activation. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the integrated electrosurgical unit (erbe) was faulting out. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found c-00 and c-34 faults. Prior to calling in, the customer power cycled the system and the iesu, but the error came back. The tse had the customer hard power cycle the iesu, no success. The customer was in the process of bringing in a different vision side cart (vsc). The tse confirmed all systems were p11 software version. The procedure converted to another da vinci system with no reported injury.